Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken of the fill channel. Leak test was performed and found broken on fill channel. A microscopic analysis was performed which identify a broken fill channel. Based on the device analysis the final assessment is: a broken on fill channel assessed as broken valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.